Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device experienced difficulty being interrogated via rf telemetry. The device was eventually able to be successfully interrogated, however the interrogation time was longer than initially anticipated. No further intervention was performed. The patient was in stable condition.